Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access to the instrument. Ccc reviewed the instrument data which indicated that there was interference within the well. The data also showed aliquot probe sample aspiration errors from the error log. Following the event, the customer had cleaned the aliquot probe and drain. The customer than reran patient samples, which all matched. The cause of the discordant, falsely elevated na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The sample was repeated from the same aliquot well 39 on the same instrument, resulting lower than initially but was still falsely elevated. The customer then reran the tests from a new aliquot well 49 on an alternate instrument, resulting lower. The customer obtained the correct k result on an alternate instrument. The corrected k result was reported to the physician(s). The customer then reloaded the sample and reran the tests from the tube with a new sample ID ((B)(4)) and new aliquot well 2, resulting as expected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, and k results.